Manufacturer narrative:
The device was evaluated. The root cause of the event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the no image is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The root cause for the burned distal end c-cover could not be identified. Probable cause : the reported event most likely occurred due to the use of a high frequency energy treatment device without ensuring sufficient distance from the tip. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection ,the subject device displayed no image. In addition, inspection found the device distal end c-cover was found burnt. There was no patient involvement in this reported event